Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out for normal eri, the physician elected to explant the rv lead. No electrical anomalies were detected. Upon explant, externalized conductors were observed. The lead was replaced without complication and the patient was in stable condition.

Manufacturer narrative:
Evaluation description: internal insulation abrasions were noted at 10.1-11.2cm, 10.6-11.0cm, 27.3-27.6cm, and 31.7-32.4cm from the distal tip. The etfe coating was intact at these locations. (B)(4).